Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a robotic-assisted prostatectomy procedure, the seal fell out of the device and into the patient. It is unknown which seal fell out of the device. The seal was retrieved with no negative impact to the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient. Device was discarded.